Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 13.1 mmol/l and 16.80 mmol/l was the most recent blood glucose reading. Customer reported that alarmed was resolved by a reservoir changed. Troubleshooting was done for high blood glucose. It was found there was air bubble from the end of the tubing. Not able to perform high pressure test due to customer does not have tubing clamp. Advised the customer that tubing clamp would be sent. Advised the customer to report back to continue troubleshoot for high blood glucose. Customer's blood glucose was 5.4 mmol/l during the reservoir inquiry. No further information provided.